Manufacturer narrative:
Additional information was received indicating the patient lost pulses in the right foot on the impella side. An external fem bypass was placed with arterial sheaths and perfusion to restore pulses.

Manufacturer narrative:
D6b: explant date added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral arterial access in a 53-year-old male undergoing high-risk percutaneous coronary intervention (pci) with scai stage e cardiogenic shock. The patient¿s medical history was significant for coronary artery disease. The patient underwent coronary angioplasty with pta and stent placement to the left anterior descending (lad), ramus, and left circumflex (lcx) arteries. During impella support, hemolysis was noted. Echocardiography demonstrated the impella cp angled toward the mitral apparatus, and the device was repositioned, with volume administration provided. Plans were made to trend creatinine, lactate dehydrogenase (ldh), and urine color. The patient experienced hemolysis requiring device repositioning. The presence of advanced cardiogenic shock, high-risk pci, underlying coronary artery disease, and procedural factors related to device positioning are known clinical and procedural factors that could have caused or contributed to the reported hemolysis. Comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported event. The patient survived.

Manufacturer narrative:
B1 added selection as it was omitted from the previously submitted reports. B7 added information that was omitted from the previously submitted reports. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. The cause of the ischemia was unable to be determined due to insufficient clinical details. The cause of the device in wrong position could not be determined as limited clinical details were provided. The cause of the hemolysis could not be determined as no product or logs were returned and limited clinical details were provided.

Event description:
The complainant reported additional information upon request: "pump is not available."

Manufacturer narrative:
B5 and h6 updated. The investigation is still ongoing.